Event description:
It was reported that the device is emitting noise during inspection. There was no reported patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer did not accept the service/repair quote therefore the unit was not repaired. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device is emitting noise during inspection. There was no reported patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer did not accept the service/repair quote therefore the unit was not repaired. The device remains at the customer site and no further evaluation is warranted at this time.